Event description:
This rv lead was implanted on (B)(6)2014 and was taken out of service on (B)(6)2014. A call to technical services on 01/09/014 states that this lead exhibited noise, oversensing and pacing inhibition the night post implant resulting in 3-4 second pause. From available information cause unknown. At implant there was noise, but once lead was reseated the noise was not observed. Av node ablation day of implant as well. History of lung cancer. Respiratory arrest was also reported on day of implant, but unknown by available if related to any procedure. The physician was dr. (B)(6) at st (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).